Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm the main ram cannot communicate with the motor ram and hardware low level failures. Customer's blood glucose at time of incident was 15.6mmol/l. The customer has been treated with manual injection. The error table does not indicate the pump should be replaced. The customer was asked to perform self-test and the test complete. The customer was advised to monitor.